Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a teflon pad dislodged. A piece of the teflon pad is broken at the distal end of the pad. There was no missing material on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm harmonic ace instrument tip had fallen off and bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teflon pad was the part damaged on the instrument. The instrument was inspected prior to use. Surgeon was dissecting when the incident occurred. The instrument did not collide with any other instruments. No fragments fell inside the patient. The instrument is available for return. A picture was sent in for review.